Manufacturer narrative:
The device was not received as of this date. A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was/was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did/did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Alarm - error codes / messages- (B)(4). Error code: 240.4150.5. There was no patient involvement.

Manufacturer narrative:
The device was not received as of this date. A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was/was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did/did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6). There was no patient involvement.